Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken in posterior side assessed, as surgical impact opening. And missing piece of shell assessed, as inconclusive (shell thickness within specification). Crease folding of implant: observed, creases on the device. Capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: observed, stress marks on the device. No further actions are required, as the device was implanted.

Event description:
Patient reported, right side rupture. Folded, leaking, feeling sick. Healthcare professional, later reported, rupture. And capsular contracture, baker grade iii. Device has been explanted.

Event description:
Patient reported right side rupture, folded, leaking, feeling sick. Healthcare professional later reported rupture and capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Cont. H.6. Health effect f2203-imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, "rupture, folded, leaking".